Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "e226 error" malfunction would likely be a damaged pin in circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had an e226 communication error when the scope was plugged in. It was unspecified where the event was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a damaged pin inside the video connector socket, a poor connection and a damaged footswitch connector. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.